Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing was performed. No abnormalities were found in the product's operation, and the customer's indicated failure was not confirmed. The root cause is unknown as the event did not recur. This problem is presumed to be caused by the product specifications: when the oxygen concentration is 100%, the tidal volume has an error of within ± 20% or ± 50ml, whichever is greater. When the oxygen concentration is 50%, the tidal volume has an error of within ± 25% or ± 50ml, whichever is greater." No action was taken. The parapac device passed all functional and performance testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that in areas with low volume, the accuracy of the tidal volume was not good. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.